Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she fell at work and ended up going to the hospital on (B)(6) 2016 due to a low blood glucose level. Customer's blood glucose level was not reported. The customer was wearing the insulin pump at the time of hospitalization. A piece from the reservoir compartment broke and she had to tape it. The customer was unable to fill the line. The insulin pump was damaged and it would not rewind or prime. She was unable to exit the preparing to prime loop. She also did not receive a second series of beeps nor did the numbers appear on the screen. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the previous reports. The information has been provided with this report. The insulin pump passed the volume accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, error test and displacement test. No prime anomalies noted. The insulin pump was received with broken off reservoir tube lip. The insulin pump was received with missing reservoir tube o-ring, cracked case at display window and minor scratched lcd window.